Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye was performed on the actual sample with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted; the drainage (patient) line was intact during testing. The reported condition was not verified during actual sample testing. However, a photograph of the cassette was provided revealing that the patient line was separated from the cassette which would have resulted in the alarm. The reported condition was verified during photographic inspection. The cause of the patient line separation was related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during use of the homechoice cassette during peritoneal dialysis therapy. During the troubleshooting, it was reported that the drainage line separated from the homechoice cassette causing a leak which led to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.